Manufacturer narrative:
Analysis found that the handpiece was very noisy and the internal collet was worn out. Pre-repair temperature test was not performed, therefore the reported complaint of overheating was not confirmed. The collet has been replaced and the handpiece has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the handpiece had a mechanical problem before the procedure. There was no patient involvement. On follow-up, it was reported that when the user connected the drill, it gave high noise when rotating and heated up .